Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for evaluation but has not yet been evaluated. A follow up report will be filed once the product has been evaluated.

Event description:
The torque handle collar does not engage to lock in the drivers.

Event description:
The torque handle collar does not engage to lock the drivers.

Manufacturer narrative:
The subject device was returned and evaluated and the initial reported malfunction was confirmed. The subject device does not engage to lock in the drivers. No patient was harmed, and the case was able to be completed using the subject device. Engineering did not identify any additional risk to the end-user or patient. The supplier of the subject device issued a field corrective action to recall and rework the subject device and all associated lots for the experienced malfunction.